Manufacturer narrative:
(B)(4). Date sent: 1/5/2024.

Event description:
It was reported that during an unknown procedure where the ends clicked together on the device, the gun fired and there was a green tick and on opening to withdraw the gun, the proximal part of the gun (the anvil) came unclicked and stayed in the patient. Currently we don¿t have any further information regarding this at the moment.

Manufacturer narrative:
(B)(4). Date sent 11/16/2023. D4 batch #unk. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: how was the procedure completed? Waiting for consultant feedback. Could you please clarify if there were any patient consequences? Waiting on consultant feedback. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? Waiting on consultant feedback. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.